Manufacturer narrative:
Technician checked unit and found the foot hi-lo section was drifting down. Replaced vlv solenoid stem to resolve this issue.

Event description:
Complaint alleged that the unit foot section was drifting down. No pt impact.